Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 457 charge processes had been documented. First the connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were normal. Leads, inserted as a test, could be contacted easily, low-ohmic, and reliably. The drill hole dimensions were all within the dimensions proscribed by the (B)(4) and (B)(4). The memory content of the ICD was checked, disturbances were visible in the available iegms in the ventricular channel, which led to the high number of charge processes. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. A 1-joule shock was triggered. However, the charge process was terminated after 0.3 seconds, which was due to the already severely depleted battery. Then, the device was opened. The electronic module was connected to an external voltage source. A fibrillation signal was supplied and the module reacted according to spec with a defibrillation shock. The specified energy level of 30 j was reached. The ICD had been implanted for 59 months and 457 charge processes was documented. The charge drawn from the battery was checked. The battery depletion proved to be as expected. In summary, the device is free if defects and within specifications both in regard to the connection system and the electronics. In particular, the signal sensing of the ICD proved to be normal. The battery depletion was caused by the high number of charge processes, as expected. There was no material defect or mfg error.

Event description:
After an implantation time of about 4 years, battery depletion was reported after 457 charges (without shock deliveries). The device was explanted. No deterioration of the pt's health was reported.